Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 504mg/dl. The customer was experiencing high glucose for the past ten days. It was stated that the events leading to her admission was keytones in the urine and nausea. Troubleshooting was performed. The time and date on the insulin pump were not correct. The customer changed the infusion set to resolve the issue. Reviewed the programming and the customer was not able to read the programming. Ran a fixed prime test and passed. The customer was using the insulin directly upon removal from the refrigerator. The customer's most recent glucose reading was 289mg/dl, and she has treated with the insulin pump. No further information was provided.